Event description:
It was reported that the customer was in the hospital, after he ran out of insulin. Customer's blood glucose was 244 mg/dl and he had been vomiting. Leading up to the hospitalization, customer had a blood glucose of 65 mg/dl, he took a glucagon shot, and his blood glucose went down to 53 mg/dl. The customer was not wearing the insulin pump at the time of hospitalization since running out of insulin. Troubleshooting for low blood glucose was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.